Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl and lower. The customer reported that they are suspending manually, and give bolus when going high. Customer declined troubleshooting further. Assisted troubleshooting for auto mode. The insulin pump will not be returned for analysis.